Event description:
The facility reports the resident was put in the sling by the cna and lifted to be put in the shower chair. When the resident was about one foot above the chair (approx. Four feet above the ground), the sling buckle broke and the patient fell on the floor, hitting his head. The resident suffered a cut to his head and was bleeding. Further details were unknown at the time of the report, as the resident was hospitalized.